Manufacturer narrative:
Analysis received the unit with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no unexpected failed battery test or off no power alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 550 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided with this report. There was additional information that was not provided in section h10 with the initial report. The information has been provided with this report. The low battery alarm functioned properly. The insulin pump was received with cracked reservoir tube lip and scratched lcd window.